Manufacturer narrative:
The t:slim pump user guide states: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 80 mg/dl. Subsequently, the customer removed insulin from the existing cartridge and refilled the cartridge. The customer reloaded the existing cartridge onto the pump and received a cartridge alarm 5 (pressure out of range). The customer loaded a new cartridge successfully and resumed insulin delivery.